Event description:
Customer had been hospitalized and had experienced several incidents of low bgs. It was also stated that the customer had a seizure and passed out. It was indicated that once or twice the customer may have accidentally set a bolus but did not activate it. Troubleshooting was performed. Pump passed all the tests. It was stated that the pump was functioning properly and was not sure that a replacement was necessary.